Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery tests were not performed due to motor error alarm. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer had run out of insulin at work and changed the infusion set and reservoir when getting to his house and alarm occurred when filling cannula. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 260 mg/dl. Nothing further reported.